Event description:
It was reported that the patient was seen in office on (B)(6) 2012 because the "device was beeping". The patient presented with noise and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. The patient stated that they were working on an ungrounded microwave at time of the noise. The lead parameters were reprogrammed. The patient returned to the office on (B)(6) 2012 again due to device beeping. Interrogation showed that the lead integrity alert tripped due to noise and short interval counts (sic) of 31 and one impedance measurement >1100 ohms. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance (B)(6) 2012. The weekly pace lead trend data shows an increase for ventricular pace bipolar impedance = 437 to 1197 ohms peak between (B)(6) 2012. Oversensing was noted with ten ventricular non-sustained tachycardia episodes <(><<)>=210 ms between (B)(6) 2012. There were two ventricular fibrillation (vf) episodes =200 ms average ventricular cycle on (B)(6) 2012. The lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.